Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Additionally, investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) with a competitor right ventricular (rv) lead had a few out-of-range pacing lead impedance greater than 3,000 ohms and variable r-wave measurements ranging from 15 - 9.3 mv. No abnormal findings were reproduced or found on the x-ray during the device check. The pacing lead measurements varied between 450 - 500 ohms on average. It was noted that the ventricular tachycardia (vt) episodes were treated successfully with anti-tachycardia pacing (atp) and there was noise seen on the shock channel. Technical services reviewed the device data and provided additional troubleshooting steps. At this time, physician will continue to monitor through remote monitoring. The device remains in service. No adverse patient effects were reported.